Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor plug and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, no issues observed. The current was applied to perform linearity testing. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on their sensor when compared to a finger-tip blood result of 4.6 mmol/l from a built-in meter. The customer further reported self-treated with an unspecified treatment and was then taken to a hospital for examination. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and an unknown treatment was rendered and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on their sensor when compared to a finger-tip blood result of 4.6 mmol/l from a built-in meter. The customer further reported self-treated with an unspecified treatment and was then taken to a hospital for examination. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and an unknown treatment was rendered and no further information was reported. There was no report of death or permanent injury associated with this event.